Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 1025mg/dl. The customer stated that they had a triple bypass and was healing and had taken off the insulin pump for two days due to it malfunctioning. Customer stated that they turned it on and used to take blood glucose down to 500mg/dl but it stopped working and that is when blood glucose went to 1000mg/dl and was hospitalized. The customer was treated with fluids and IV drip. The customer was wearing the insulin pump during the hospitalization. The customer stated that blood glucose was at 54mg/dl the morning after. The low was treated with protein and soda. Troubleshooting for high blood glucose was performed and customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. During testing, the device recognized the water filled reservoir that was installed in the reservoir compartment. Visually inspected the reservoir, the reservoir volume matches the units remaining in the status screen. No air bubble anomaly noted during testing. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.